Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the lead was explanted and replaced due to an exit block. The patient condition was good after the event.